Event description:
Additional information was received on (B)(6) 2012, when it was reported that the site could not recall the specific patient involved but later went on to say that the device could be interrogated. It is unclear how this was determined other than the site not having any issues with their programming system which would indicate that all patients' devices could be interrogated/programmed with out issue.

Manufacturer narrative:
Brand name, corrected data: initial report listed the generator as the suspect device however additional information received indicates the issue is not with the generator but maybe due to positioning or emi with the programming wand. The information has been updated in this report. Name, corrected data: initial report listed the generator as the suspect device however additional information received indicates the issue is not with the generator but maybe due to positioning or emi with the programming wand. The information has been updated in this report. Model #, corrected data: initial report listed the generator as the suspect device however additional information received indicates the issue is not with the generator but maybe due to positioning or emi with the programming wand. The information has been updated in this report.

Event description:
It was reported on (B)(6) 2012 that a nurse was having issues with her programming system in that she was not able to interrogate a patient's device. The nurse was, reporting the issue on behalf of a physician so she did not know who the patient was however, she stated that the patient's device could be interrogated; however, when they tried to interrogate a second time, they received an error message stating that the generator was not compatible with the software version. The site has multiple wands so she did not know exactly what wand was the one that was not working properly. The site was going to try again with another patient present and would call back if they had any further issues. Follow up revealed that the physician's office did have some programming systems to return; however, the handhelds were older models that are not compatible with the current version of software and with some different models of generators. The site did not report any communication difficulties to the company representative when he was there to troubleshoot so it remains unknown who the patient was or if the device could be interrogated at a later date. He will follow up and update the manufacturer.